Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 345 mg/dl. The customer treated with injection. The customer stated that the no delivery occurred during basal/bolus/fixed prime. The customer was assisted in performing a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer stated that the cannula was not bent. The insulin pump will not be returned for analysis.